Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened esc keypad dome. Unable to perform functional testing due to the keypad anomaly. Unable to verify the motor error motor position encoder error alarms due to the keypad anomaly. However, the motor passed the motor test. The keypad connector was found closed properly during visual inspection. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that they found motor position encoder error alarm in the alarm history. The insulin pump will be returned for analysis.